Event description:
It was reported that, during a cori tka procedure, while cutting it was received the tibia error (bone mesh generation) where they had to add more points before they could cut. There was a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024 used for treatment was not returned to the designated complaint unit for evaluation, and the cori log files and/or case files were not provided. Therefore visual and functional inspections and log/case file assessments could not be performed, and the reported problem could not be confirmed. The software version was not recorded, but DHR review shows that all cori software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, the most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software. If the system log or case log associated with this event is returned at a future date, this evaluation will be reopened for investigation.